Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 40-50s mg/dl. Cause was not known. Basal rates were adjusted to address bg. Tandem technical support (cts) reviewed pump data and found that the customer¿s bg was 75-82 mg/dl during the event dates reported instead of the 40-50 mg/dl range originally reported. Cts also confirmed that bg levels decreased after customer delivered correction boluses.